Manufacturer narrative:
Follow-up #1: date of submission 08/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/21/2016 with the following findings: moisture was found in the battery compartment. The pump failed a leak test due to damage to the battery compartment. Unrelated to the battery compartment, the audio bolus button was torn, but still responsive.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because thethe alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.